Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not close properly, and it was not possible to clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damages noted. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Hem o lok clips were used during the procedure. No information was provided regarding the vessel or tissue bundle being greater than the specified diameter suggested in the instructions for use. No information was provided on how many times the subject clip applier instrument had been used during the case when the incident occurred. The issue was resolved by using a back-up instrument with no problems. No photos or videos available for review.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed and replicated the customer reported complaint. The instrument was found to have grip input disk #7 completely detached. Other backend components adjacent to the broken inputs do not show damage. Additional observation not reported by site that is related to the primary failure: the instrument was found to have failed the engagement test during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts.

Event description:
Refer to h10/h11 for follow-up information.